Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead, the patient was experiencing a thumping feeling when they would lay on their left or right side. Additional information received indicated the patient presented to the facility for reprogramming of the suspected diaphragmatic stimulation. The left ventricular lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.